Event description:
Additional information: the patient was barely breathing when found and taken to the hospital. The patient was in the hospital for six hours and the reporter stated they ¿almost lost him then.¿ it was reported that the patient received too much medication. After the dose was turned down the patient went through withdrawal. It was reported that the patient recovered from the event.

Event description:
It was reported that patient had experienced an overdose. It was stated that in 2008 (unknown month) patient had back pain and they went to see healthcare provider (hcp) who increased the dose. When they got home, the wife found the patient unresponsive. Patient was taken to the hospital and the hcp decreased his dose. Per reporter that dose was too high for her husband to handle; drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).